Event description:
Through implant patient registry and investigation, it was learned a 21mm 3300tfx aortic valve implanted seven (7) years, four (4) months, was explanted due to endocarditis. The patient presented to the hospital with fevers. The explanted device was replaced with a 23mm 3300tfx aortic valve. Patient was stable postoperatively and was discharged on pod #42.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through the implant patient registry that a 21mm 3300tfx aortic valve, was explanted after an implant duration of seven (7) years, four (4) months due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx valve. The patient is noted to be in recovery in the ICU. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.